Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59v9f. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece or pieces of the firing knob fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If not, were they discarded?

Event description:
It was reported: could not return the firing knob. During radical resection of esophageal cancer surgery, after fired, could not return the firing knob normally and then the firing knob fallen off. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # r59v9f. Device evaluation summary: the analysis results found that the ntlc55 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was received with the knife not completely within doghouse, fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: did any piece or pieces of the firing knob fall into the patient? No. If yes, were they retrieved? Will all pieces be returned with the device? Yes. If not, were they discarded?